Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the force bipolar with an alleged issue to perform failure analysis. The force bipolar instrument was found to have a broken molded insulator at the distal end. The broken piece was not returned measuring roughly 0.0445"" in size. Components adjacent to this broken molded insulator do show damage. The probable root cause of broken molded insulator and detached fragment is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the force bipolar had a chip in plastic on the grasper. There was no report of patient involvement or no reported injury.